Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient was hospitalized and while attempting to administer the drug vedolizumab intravenously via a port catheter, the nurse noticed an abnormality in the device during the aseptic preparation of the puncture site and therefore decided not to use it for drug administration. The catheter was found to be non-functional and was determined that the device was out of position and was later removed. Patient experienced a burning sensation to the chest.

Manufacturer narrative:
D5 - operator of device: corrected. D3 - MFR establishment name, d3 - postal code: updated. D9 - date returned to MFR: 5/26/2026. One used device was returned for evaluation. One (1) customer image was returned showing the port, catheter and cath-lock with a catheter segment collected in a container. As received, one port, one catheter, and one cathshield were returned. The cathshield was observed to be fractured perpendicular to the outer surface. No other damages or anomalies were observed. The IFU states, "ensure that the catheter extends smoothly from the outlet tube with sufficient slack to eliminate tension. Excessive slack may increase the possibility of kinking and catheter flexing which may cause catheter occlusion and/or fracture." A potential complication of the use of the system is "catheter disconnection, fragmentation, fracture, or shearing with possible embolization of the catheter." The complaint of breakage can be confirmed. The probable cause is due to incorrect placement/implantation of the catheter.